Event description:
It was reported that the cannula did not deploy when activating the pod indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. A rotational sensor malfunction was observed in the original data. The device completed first and second prime earlier than expected. The device was reset and rerun, and rotational sensor errors were observed in the rerun data. Contamination was observed on the commutator cap. This contamination caused the rotational sensor errors, resulting in the needle mechanism not deploying during second prime of the original run.